Event description:
Three bright red spots, burn her skin [thermal burn]. One having a blister [blister]. Skin peeled off [skin exfoliation]. This is a spontaneous report from a contactable consumer or other non hcp. A female pt of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare lower back and hip) from an unspecified date for lower back pain. The patient's medical history and concomitant medications were not reported. Past product history included thermacare heatwraps (thermacare heatwraps) from an unspecified date (reported as "for years") for an unspecified indication with no adverse effect. On (B)(6) 2015, the pt reported using the heatwraps for years without any problems until today. She stated she woke up to 3 bright red spots with one having a blister that the skin peeled off. The pt was worried about using the product again if it will burn her skin. Action taken with the product was unk. At the time of the report, clinical outcome of the events was unk.

Manufacturer narrative:
Additional info has been requested and will be provided as it becomes available. Company clinical eval comment: based on the info provided, the events thermal burn, blister, and skin exfoliation as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The event product quality issue is considered contributory to the other events and related to the device use. This case meets initial 10-day EU and 30-day FDA reportability.